Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had couple of pump error alarms. Customer reported that the insulin pump was not giving him enough insulin and had high blood glucose. The customer was treated with bolus. The customer was able complete rewind and performed self test and failed received pump errors. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.